Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was determined to be patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 78-year-old male patient was being implanted with an impella cp device for mechanical circulatory support. The site reported that while attempting impella cp support the staff was unable to obtain axillary access. Therefore, the case was not completed.